Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml baclofen at an unknown dose via an implantable infusion pump for intractable spasticity and familial spastic paraparesis. It was reported that the patient had both their pump and catheter explanted on (B)(6) 2017 due to an infection. It was unknown what if any environmental/external/patient factors may have led or contributed to the infection. Lab work was to be done as a diagnostic. The pump/catheter were removed as an intervention to the infection. The issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.